Event description:
It was reported that insulin pump was making a constant noise and buttons were not responding. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No frozen screen noted. The time clock change properly. No constant tone or unexpected beep noted. The insulin pump was received with cracked case on display window corner, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.